Event description:
The manufacturer received info alleging a ventilator's lcd display screen was damaged. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue. The damage found was consistent with the device being dropped.